Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller received instructions from technical support on how to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues recur.